Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the wire could not be removed. The rotapro and the wire were removed together and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the wire could not be removed. The rotapro and the wire were removed together and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rota device. During testing, the returned rotawire was able to be removed and reinserted with no resistance or issues. Product analysis could not confirm the reported event, as the returned rotawire was able to be fully inserted and removed with no resistance or issues. No other issues were identified during the product analysis.